Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump passed the delivery volume accuracy test at 97.64 percent. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer's blood glucose was 21 mg/dl at the time of call. The customer's blood glucose was 69 mg/dl at the end of call. The customer stated that they treated the low blood glucose with jelly beans. The insulin pump will be returned for analysis.